Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert for non sustained lead noise. Myopotential oversensing was suspected after review of the egms. Device was reprogrammed and patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.